Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances on the left extension. Surgical intervention was undertaken on (B)(6) 2022 and the extension was removed and replaced. Patient now has effective therapy.